Event description:
Procedure type: unknown. According to the reporter: during the procedure, the plastic part on the sponge broke and a pin disengaged. It did not fall into the patient cavity. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unknown. Patient status: ok. No patient injury was reported. No further patient info available.

Manufacturer narrative:
(B) (4). (B) (4).